Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt the lead was found cut 10 cm distal to the is-1 connector pin. A proximal and a 47 cm long medial lead fragment were received for analysis. The lead tip was not returned. Explantation aids were still inserted in and mounted on the medial lead fragment. The performance of the returned lead fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular between 40 and 45 cm distal to the proximal end of the medial fragment the insulation was found abraded due to wear. This damage is assumed to be the root cause for the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the cuts into the insulation between 8 and 20 cm distal to the proximal to the end of the medial fragment and the deformed rv shock coil most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.